Manufacturer narrative:
Patient experienced a backed-out driver lead after a routine battery replacement. This required a follow-up surgery to evaluate and eventually replace the sp. The patient's hearing was restored after the sp was replaced. MFR records were reviewed on (B)(6)2025. No issues were observed.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6)2025 that dr. (B)(6) had revised the patient on (B)(6)2025. During the revision procedure, the surgeon noted that the driver lead was not fully inserted into the header port. When the lead was inserted into the header, the patient reported immediate benefit to hearing. Sound processor was removed and a new processor implanted. Patient/clinical history with emc: (B)(6)2016 - implant. (B)(6)2017 - activation and audio. (B)(6)2017 - fitting and remote support. (B)(6)2018 - fitting and audiogram. (B)(6)2018 - case review. (B)(6)2018 - fitting and remote support. (B)(6)2020 - battery change. (B)(6)2023 - fitting. (B)(6)2024 - battery change. (B)(6)2024 - post battery-change fitting. (B)(6)2025 - revision. (B)(6)2025 - post-revision fitting.